Event description:
The hosptial reported that during the saphenous vein harvesting procedure, the bipolar scissors did not cauterize the vein. The surgeon used a second unit to complete the procedure. No pt complications were reported.